Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms and the patient requested to have the linx device explanted. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. -during implantation, a hiatal repair was performed on a 2-5cm hiatal hernia, sutures p/a/l:3/0/0 without mesh. -device was explanted on (B)(6) 2018 with no intra-operative complications. -device was found in the correct position/geometry.